Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer¿s pump had blank display and received unexpected restart. The customer's blood glucose was unknown at the time of incident. The customer¿s mother inserted battery in the pump however pump did not start and while putting the battery the pump received error message of unexpected restart. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit was received with blank display. However, after electronic board were separated and reconnected unit power on properly. Problem isolated to electronic stack. Unable to verify unexpected restart alarm due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.